Manufacturer narrative:
The pump was returned and analysis found corrosion/wear/lubrication on the motor gear train, and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving compounded baclofen (100 mcg/day, 2250 mcg/ml) via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the patient heard the 2 tone alarm and had increased spasticity. There were no environmental/external/patient f actors that may have led or contributed to the issue. The clinician interrogated the pump, saw amotor stall, and attempted to reprogram the pump to "restart" it. The pump was replaced, was in the rep's possession and would be returned. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.